Event description:
It was reported the patient's ipg turned inoperable and the patient lost therapy. It is unknown of the ipg depleted prematurely. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. During the procedure, it was noted the lead was disconnected from the patient's ipg. The new ipg was connected to the existing lead and therapy was restored post-operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight.a patient experiencing an inoperable ipg was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.